Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral rupture and grade IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with two unspecified gel implants experienced bilateral rupture and grade IV capsular contracture postoperatively. The rupture and capsular contracture were visualized via MRI performed on (B)(6) 2019. As a result, the patient had explanted the implants on (B)(6) 2019. This report is for the left prosthesis.